Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is getting inaccurate readings. Customer's blood glucose level was 7 mmol/l and the sensor glucose reading was 3 mmol/l which triggered the insulin pump to suspend insulin delivery. The sensor was not returned for analysis.